Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, air was in the blood path of the oxygenator. During this event with a rx15 oxygenator, the patient needed to be returned to cardiopulmonary bypass (cpb). Prior to the return to cpb, air was seen in the blood path of the oxygenator, and the visible air was removed prior to the re-initiation of cpb. This caused a 3 minute delay in the re-initiation of cpb. According to john miller, clinical perfusionist; this delay did not lead to patient harm and they felt confident that all the visible air was able to be removed prior to the re-initiation of cpb. The product was not changed out. The surgery was successful.